Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the rupture occurred due to interaction between the balloon material and the heavy lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous right superficial femoral artery. A 6x120mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon was inflated once to nominal pressure when a pinhole rupture was noted in the balloon. The pta was removed without issue, and a 6x80mm armada pta was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.